Event description:
It was reported that during a subcutaneous implantable cardioverter defibrillator (s-ICD) implant procedure, shock lead impedance was high out-of-range measuring 225 ohms. It was noted that the new pulse generator was placed in the previous pocket. Technical services (ts) recommended performing x-rays and defibrillation threshold (dft) testing. Additionally, ts suggested possible electrode revision. At this time, the lead remains in service. No adverse patient effects were reported.